Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated following the reported event of a s3 alarm; however, it was determined that the motor was unrelated to the cause of the reported event. The reported event was isolated to the returned centrimag 2nd generation primary console (serial number: (B)(6)) and is addressed via the investigation of the console. Additional information provided on 04apr2024 stated the centrimag motor¿s serial number cannot be provided. The reported event could not be correlated to an issue with the centrimag motor. The device history records were unable to be reviewed for the centrimag motor due to no serial number being provided. The 2nd generation centrimag system operating manual (rev. C) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. C) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. C) table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: no patient involvement. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was an s3 error during preparation of the system; it was noted that there was no patient involved. The console was changed, and the alarms resolved. Related manufacturer reference number: 2916596-2024-00962 (centrimag console).